Event description:
It was reported that a spectrum iq infusion pump failed flow rate test found during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate test" was not reproduced. Evaluation sent the device to flow lines for flow testing at 40 ml/hr for 60 mins at 40 volume to be infused with a result of 41.677 and a passing error percentage of 4.1925%. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction h11: an event occurrence date was not provided, however a review of the event history log on the last days of customer use revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A device history review was not performed. Instead a service history review was completed and revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.